Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at 387 mcg/day via an implantable pump for intractable spasticity and other spasticity. On (B)(6) 2020, it was reported that the patient experienced overdose symptoms when they traveled to colorado the previous month. The patient had shown signs of overdose, was unresponsive, and had altered mental status. The symptoms resolved without intervention. On (B)(6) 2020, the hcp did a pump refill and there was no discrepancy in the expected vs. Actual volume of the reservoir. The hcp noted that they did decide to drop the dose down to 301 mcg/day.